Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the driver board assembly had failed and caused the burning smell. The fse replaced the driver board to resolve the issues and returned the instrument to operational status. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the allegra x-15r centrifuge produced a d5 diagnostic code. The field service engineer (fse) reported a burning smell from the instrument. No fire, spark or smoke was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.